Manufacturer narrative:
An event of hemolysis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported hemolysis could not be conclusively determined. Hemolysis, as listed in the navitor valve instructions for use (artmt600163776, revision d, potential adverse events section), is a known possible complication associated with navitor valve procedures. The reported hospitalization was result of case specific circumstance as heparin was induced. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 35mm, navitor vision valve was selected for implant using a large delivery system (ds). During the procedure, the valve was able to be implanted without any issues. Post-procedure on an unknown date, the patient experienced an event of heparin-induced thrombocytopenia. There was a prolonged hospitalization to monitor the recovery. The patient was discharged. At the 30-day follow-up, it was noted that the patient was doing well and that platelet levels had recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor vision valve was selected for implant using an unknown sized delivery system (ds). During the procedure, the valve was able to be implanted without any issues. Post-procedure on an unknown date, the patient experienced an event of heparin-induced thrombocytopenia. There was a prolonged hospitalization to monitor the recovery. The patient's current status was unknown.